Event description:
It was reported that during the procedure in the moderately calcified anterior descending artery for treatment of a 90% stenosis, two balance middleweight guide wires were advanced followed by a 2.75x33 multi-link 8 stent delivery system (sds). Significant resistance was felt during attempts to advance the sds, force was applied, the shaft kinked and then separated outside the anatomy. The sds was removed from the anatomy. The sds was withdrawn from the anatomy and a non-abbott sds was advanced over one balance middleweight guide wire to successfully treat the target lesion. Although the procedure was delayed, there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: an analysis of the returned device confirmed the shaft separation. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.